Event description:
I had hernia surgery around 1995. One year later, another surgery was required because hernias returned. At that time, hernia mesh was placed in by abdomen, held by 27 screws. I had problems with the mesh with pain and pulling since placement. Doctors put me on pain medications and antidepressants because they said the mesh was safe and that was not the cause of my pain. After five years, I took early retirement because I knew that I could not longer handle the heavy lifting that my job required. Around 2008, they performed another surgery, finding several neuromas that were caused by the mesh. Still my problems and pain persisted. In 2010, the surgeons finally removed the mesh, after much complaining by me, thinking that perhaps the screws were the problem. They removed the mesh and the screws, giving me a picture of the removed mesh. It was all distorted and full of tissue. They then inserted a larger piece of mesh because I had gained so much weight due to my inactivity. Again, I am still in pain, my abdomen burns like it is on fire and I have stabbing pains along the sides of the mesh. The doctors still do not believe that the mesh is causing any difficulty, yet they gave me disability. I have been to physical therapy, and the therapist says that I walk hunched over to protect myself from pain in my abdomen. This is causing severe pains in my neck which now are running down my arms. My life, as I knew it, is gone. Dates of use: (B)(6) 1995 to (B)(6) 2010 and (B)(6) 2010 to (B)(6) 2012.